Manufacturer narrative:
Citation: sinzobahamvya et al. Compared fate of small-diameter contegras and homografts in the pulmonary position. Eur j cardiothorac surg. 2007 aug; 32(2): p. 209-14. Doi: 10.1016/j.ejcts.2007.04.036. Epub 2007 jun 6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of small-diameter contegra conduits and small-diameter homografts when implanted for the first time in the pulmonary position. All data were collected from a single center between october 2002 to end december 2006. The study population included 38 patients (predominant gender unspecified, mean age 6.5 months), 25 of whom were implanted with medtronic contegra pulmonary valved conduit (no serial numbers provided). Among all patients, there were three early and four late deaths. Two of the early deaths occurred in contegra patients due to: 1) conduit dilatation with elevated pulmonary artery pressure, right ventricular failure and progressive cerebral hemorrhage, and 2) low cardiac output syndrome and multi-organ failure. Two of late deaths occurred in contegra patients due to: 1) pneumonia and 2) sepsis. The authors stated that none of the deaths were graft-related. Based on the available information medtronic product was not directly associated with the death(s). Among all contegra patients adverse events included: high gradients (47 mmhg), conduit obstruction, distal anastomosis obstruction, severe regurgitation, aneurysmal conduit dilation, distal anastomosis stenosis, and surgical intervention to replace the conduit. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.